Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, non-sustained vt/vf episode with rv oversensing were observed. Oversensing was not reproducible in clinic. Lead damage was suspected. Physician monitored the patient through merlin. Later, again several non-sustained oversensing episodes were noted. Lead was capped and replaced on (B)(6) 2016. Patient's condition was good post-procedure.